Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had experienced some right heart failure symptoms prior to leaving the operating room. Some of the signs were increasing central venous pressure (cvp) but systolic pulmonary arterial pressure remained in the 30's. According to the surgeon, the echo showed that the right ventricle was not contracting a great deal. Nitric oxide was started in the operating room along with milrinone. Six days later, the pt was no longer on inotropes; however, his creatinine was still elevated and he was having challenges with diuretics. The hospital staff monitored the pt with an echo of the right ventricle and watched kidney function, specifically creatinine. A few days later, the pt's creatinine decreased and was improving.